Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6 as reported, after removal of the 6f/7f mynxgrip vascular closure device (vcd) from the patient¿s body, it was found that the hemostasis was not achieved properly. Hemostasis was achieved by manual compression and the duration was greater than 30 minutes. There was no reported patient injury. The patient recovered after the mynx event. The mynx vcd was used for a percutaneous coronary procedure (pci). The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa), ¿normal puncture¿. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle. The advancer tube and sealant remained inside the shuttle cartridge as received. The procedural sheath was not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. The condition of the returned device does not match the description of the incident. Per functional analysis, the advancer tube was found properly engaged to the tamp lock. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed during analysis of he returned device. The condition of the returned device does not match the description of the incident. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation of risk, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product was returned for analysis. A review of the manufacturing documentation associated with this lot# f2006603 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after removal of the 6f/7f mynxgrip vascular closure device (vcd) to the patient¿s body, it was found that the hemostasis was not achieved properly. Hemostasis was achieved by manual compression and the duration was greater than 30 minutes. There was no reported patient injury. The patient recovered after the mynx event. The type of procedure the mynx vcd used in was percutaneous coronary procedure (pci). The procedure used a retrograde approach. The deployer is mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa), ¿normal puncture¿. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. The device will be returned for evaluation..